Event description:
It was reported that the battery housing, initially reported as nonfunctional, proved difficult to close due to a damaged seal after it was delivered to the repair center. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Review of the most recent repair record determined damaged seal, difficult to close due to faulty sealing. Unit scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.